Event description:
It was reported that the patient was not able to adjust stimulation. Display showed"call your doctor" icon. A por (power on reset) condition was noted. The patient noticed this a couple of days ago. Low ins battery screen. The patient noticed that 3-4 months ago and mentioned to his physician and was told this was not correct. The patient was aware that there were different low battery screens. The patient noted no stimulation sensation. The patient used to feeling stimulation as a low sharp pain and doesn't feel that anymore. The patient noted he doesn't need it anymore, that he only gets up 1 to 1.5 times per night. The patient has an appt in 3-4 months, just wanted more information about the screen. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v466242, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).